Event description:
Allegedly revised due to other indication for revision.

Manufacturer narrative:
This report was submitted in error. This is a duplicate of 1043534-2013-01993.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6). This is the same event as 1043534-2013-01886.